Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold and had high pacing impedance. This lead was explanted and a new lead was placed. The lead is not available for evaluation. No additional adverse patient effects were reported.